Event description:
Treatment of an aneurysm. During the procedure, it was reported that the implant coil prematurely detached inside the microcatheter.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned for evaluation without the implant coil. The pusher assembly was found broken at 10.75cm from the proximal end with the release wire pulled back which likely caused the implant coil to be released. (B)(4).